Event description:
Allergan received a forwarded voluntary medwatch report. The health professional reported to the FDA that the pt "presented and complained of pain at the surgical site and requested to have it [the device] removed". In addition, the report noted that the pt allegedly was treated in the emergency department for nausea and vomiting, and had been hospitalized for dehydration.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 09/18/2012. The product associated with this report was returned however the device analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Pain, vomiting, nausea, and dehydration are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain and dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and port site pain." Device labeling addresses the reported events of vomiting and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."